Event description:
Dealer states the consumer was on his scooter picking strawberries on a hill close to a retaining wall on his property. The scooter lurched forward and wedged his left leg and caused a scrape that got infected and consumer did seek medical attention.